Manufacturer narrative:
The pump was received with compromised force sensor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump had a cracked case at the display window corner, a minor scratched lcd window, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 194 mg/dl at the time of the incident. Customer stated that the drive support cap was sticking out. Customer has not touched the cap while being connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that last week the alarm gave him a message of a low reservoir at 40 units. Customer stated that it used to alert him when it was at 20 units.